Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual increase in threshold and pacing impedance measurements. The threshold has increased to 2 volts and the impedance has increased from 1500 ohms to 2000 ohms over the last six months. The shock impedance measurement remains stable and within normal limits. It was further noted that no noise has been observed to date. A follow-up visit with fluoroscopy was scheduled for a future date to assess lead integrity. The serial number of the lead remains unknown. The field representative will attempt to obtain this information. The rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual increase in threshold and pacing impedance measurements. The threshold has increased to 2 volts and the impedance has increased from 1500 ohms to 2000 ohms over the last six months. The shock impedance measurement remains stable and within normal limits. It was further noted that no noise has been observed to date. A follow-up visit with fluoroscopy was scheduled for a future date to assess lead integrity. The rv lead remains in service and no adverse patient effects were reported. Additional information was received that the hospital noted they performed an x-ray of the lead that shows no abnormal signs. It was noted that the patient will continue to be closely followed on the home monitoring system to evaluate changes in the pacing lead impedance and the sensing and shock impedance measurements remain normal. The lead remains in service.